Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the right ventricular lead had high threshold and due to the high lead threshold, the device indicated elective replacement [eri] because the battery was rapidly depleted. It was additionally reported by the patient that the device was "running at half energy." The lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.